Manufacturer narrative:
(B)(4). Examination of the returned device revealed breakage. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral impactor was cracked down the side with the notch on it. The impactor was on the silver handle and impacting the femur implant. This did not delay surgery. Surgeon does not want to be contacted. Upon further investigation, the device was found to have breakage.